Event description:
New information received notes that the device was explanted. There was no further information available.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with a pacemaker battery longevity measurement discrepancy. Device longevity estimates seen in two in-clinic device checks approximately 8 months apart; with the earlier estimate calculating 2 years until eri, and the latter estimate calculating 8.4 month to eri. No significant programming changes made between checks and there were no suspected battery issues. The decrease in longevity was likely due to a diagnostic anomaly. The healthcare provider elected to continue with monitoring.